Event description:
It was reported that: "both the small and larger drill bit broke (near threads) inside the sleeve while drilling the glenoid."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00124.